Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "in the report of the breast MRI, it states that both prostheses were rupture, but when performing the excision on the right, the doctor saw that this was not the case. It was only rotated, but not broken". This record is for right side. Device was explanted and replaced with another manufacturer¿s device. Is unknown if the device will be returned.